Manufacturer narrative:
(B)(4). This lot was manufactured november 18, 2014 to november 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection there was no objective evidence of a leak at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its fill port. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.